Manufacturer narrative:
Correction: catalogadditional product component: model number/catalog number72400024 and 72404127serial number: null and nullbatch/lot number503623005 and 497445008model/catalog descriptionballoon fgs 61-70cm and control pump fgs iz

Event description:
It was reported the patient experienced erosion with their artificial urinary sphincter cuff. The system was removed. A new artificial urinary sphincter system with 7.5cm cuff was implanted at a later date. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced erosion with their artificial urinary sphincter cuff. The system was removed. A new artificial urinary sphincter system with 7.5cm cuff was implanted at a later date. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.